Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation after transcatheter aortic valve replacement (tavr). The authors described one patient death in the thirty day post interventional period; however, the cause of death was unknown. This death occurred in the group without tavr and was deemed unrelated to the leadless ipg implantation. There were patients who experienced pericardial effusions, femoral or intra-abdominal bleeding within the thirty-day post implantation period. Three patients required drainage, but none required cardiac surgery. One of the pericardial effusions occurred in the tavr group and required pericardiocentesis. Three patients had femoral bleeding; one had arterial bleeding with subsequent covered stenting of the femoral artery; two had venous bleedings that were managed conservatively. Bleeding events were treated with transfusions. One occurrence of intra-abdominal bleeding of unknown origin was noted in a patient with pericardial effusion, and both issues were managed conservatively. There were two devices which were extracted due to elevated capture thresholds with premature battery depletion and loss of capture. Both were replaced with a conventional transvenous ipg system. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation, focusing on patients with conduction system disorders post transcatheter aortic valve replacement: a retrospective analysis. Cjc open. 2024. 6:96-103. Doi: 10.1016/j.cjco.2023.10.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.